Event description:
The customer reported via phone call that she gave a bolus and issues with insulin leaking in her body. Customer also received no delivery alarms and bent cannulas. Customer's blood glucose was 402 mg/dl at the time of the incident. Customer stated that she will go back to needles because she lives in a rural area. Customer does not have anyone to help her. Customer was advised that if the set is inserted in areas where clothing might cause irritation it may lead to bent cannulas. Customer was advised to change the infusion set. Customer changed the set and did a bolus. Customer stated that the insulin doesn't appear to be leaking. Customer went from changing the set 3 times a day to 2 times a day.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.